Event description:
The customer reported the tracheostomy tube's cuff leaked air after 2 days of use. No patient harm was reported. The patient required a non-routine replacement of the tube.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed.